Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h11a19013 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal pd4 ambuflex therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal pd4 ambuflex therapy.